Event description:
It was reported that during the percutaneous peripheral intervention, balloon rupture occurred. Vascular access was obtained via the right femoral artery. The 99% stenosed target lesion was located in the calcified and moderately tortuous right anterior tibial artery. A 4,5fr non-bsc introducer sheath was inserted. After a non-bsc guide wire crossed the lesion, a 2.5mm x 40mm x 146cm coyote¿ es balloon catheter was used for predilation. However the balloon ruptured on second inflation at 10 atmospheres. The procedure was completed with a 2x100 non-bsc device. No patient complications were reported and patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).